Event description:
On 10/22 at 5pm an attempt was made to remove the catheter from a pt. The outer surface of the drain had split and was still inside the body. An incision was made under local anesthesia and was removed. Four stitches were inserted in the wound.